Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 90 mg/dl, 70 mg/dl, and 120 mg/dl. Customer stated that he felt his blood sugar was much lower than the readings he obtained. Customer self-treated with 4 ounces of lemonade. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.